Event description:
The customer contacted baxter's technical service center regarding a system error (se) 2240 alarm, which occurred on the homechoice (hc) during use, during dwell 3 of 5. The baxter technical service representative (tsr) explained the message to the home patient (hp) and had him recycle the machine. A se 2367 occurred and they were informed to start over using new supplies or manual bags. There was no reason found for the message. They followed the above and the hc was okay. The patient was connected at the time of the alarm and did not disconnect anytime prior to the alarm. A dummy tummy was not being used. The patient line did not disconnect anytime prior to the alarm. The patient did not reconnect. All of the bags were properly spiked and connected. There were no patient extension lines being used and they were not connected prior to priming. There were no open clamps on any unused lines. There was nothing unusual noted about the supplies. The patient was not reusing the home choice setup. The patient had no pets that could have caused damage to the supplies. There was no damage noted on the overpouch or carton, and a sharp object was not used to open the carton or overpouch. The supplies were not damaged by an outlet port clamp or an assist device used to make the connections. Proper procedures per the user manual were reviewed with the hp. The hp discarded the supplies and they would complete therapy with manual exchanges. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. Product surveillance received a call from the home patient on (B)(4) 2012 in and he was able to finish out therapy with manual supplies. He did not notice anything unusual with any of the previous supplies. He did not have a sample or a lot number available. Since then he has been completing therapy successfully. There was patient involvement but no reported injury or medical intervention.

Manufacturer narrative:
(B)(4). The problem was not confirmed. The root cause was undetermined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA.